Event description:
A healthcare facility in (B)(6) reported that: an rt110 adult breathing circuit was removed from service on (B)(6)2009, after only about 1-2 days use, due to failure of inspiratory tube of the circuit to heat up. The airway temperature on mr730 respiratory humidifier read approximately 32 degrees, and there was a constant low airway temperature alarm. The mr730 was set at 39 degrees with offset of -2. The circuit wye, humidification chamber, temperature probe and heater wire adapter changed out with no change in status. The inspiratory tube of the circuit was changed and the problem alarm stopped. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the electrical resistance of the heater wire in the inspiratory tube of the returned breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. We were unable to carry out a lot check as no lot information was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).